Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after the customer removed the tracheal tube from the patient, leakage of air from the tube was observed. A further check revealed leakage from the pilot balloon. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Pictures attached: two pictures were included in the complaint reported for evaluation. Results: no anomalies were detected in photos received. Returned sample: one sample was returned in used conditions without original package. Visual inspection results: per visual inspection, lack of solvent was detected at joint between the valve and pilot balloon. Leak testing: the sample returned was connected to leak tester machine to identify any leak or occlusion. Results: sample returned was rejected by leak tester. The returned sample was connected to a syringe to confirm the origin of the rejection by leak tester. Results: leak was detected at solvent joint between valve and pilot balloon. Failure mode was confirmed. The occurrence of this failure condition could be caused by lack solvent at joint. Customer complaint notification was made to production personnel to explain the importance to adherence or following in the procedure. The cause of the reported problem was traced to the manufacturing process. No lot number was provided; therefore, DHR (device history review) could not be performed.